Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient presented to the hospital with nonspecific symptoms of sepsis. The physician treated the patient with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.